Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a dirty tip clamp and collet, and a broken tip clip in the reported problem area of the pipette assembly. The plate bar code reader wasn't reading plate bar codes. The tip retaining clip and plate bar code reader were replaced. The instrument was cleaned, inspected, tested without further problem, and returned to service.